Manufacturer narrative:
Evaluation: method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found one haptic torn off and missing. The lens was returned dry. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the facility received a 13.2mm vticmo13.2 implantable collamer lens and noted the lens was found to be broken. The lens was not used or implanted. The icl was not exchanged for another lens.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens not returned.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).